Manufacturer narrative:
The device was received for evaluation. Self-test and visual inspection were performed; self-test failed - visual inspection performed and found the driver motor pwa board burnt, small burnt on the flex cable on the mechanism and the flex cable on the fluid shield. Furthermore, found crack on the front case, chip on both corners of the rear case, tiny tab on the chassis is broken off. The customer complaint was confirmed that the device did have a burnt smell to it. The probable cause was burnt driver motor pwa board. Replaced the driver motor pwa board was replaced. In addition, the main chassis, front case, rear case, fluid shield, top flex cable for the mechanism, module cover, battery, and labels were also replaced.

Event description:
The customer reported a burning smell coming from the pump. There was no patient involvement and no harm reported as a consequence of this event.